Manufacturer narrative:
(B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported the patient came with the prosthesis in his hand and the screws was fractured, doctor was able to rescue the fracture portion from the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. H1: type of report, follow-up number. H2: follow up type. H1 field was incorrecly marked as a serius injutry 0001038806-2021-02147-1, it has been corrected on this submission.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0743180 the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One (1) osseotiteâ® tapered certainâ® implant 4 x 13mm was returned for investigation. Visual evaluation of the as returned product identified the implant with a portion of a fractured screw inside. Signs of use and minor damages to implant, most likely from removal process. The other reported screw was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on an unknown tooth site (universal) and was used for approximately 1 year, and 9 months. DHR and complaint history review could not be performed for the product reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional fracture screw) or product (xifnt413, unknown lb screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device (returned screw + implant) malfunction did occur and the reported event was confirmed. Device malfunction could not be verified for the second screw since, it was not returned.

Event description:
No further event information is available at the time of this report.